Event description:
It was reported that the patient was attacked and choked. Additional information was received that the patient was assaulted via choke hold and is now presenting with increasing seizure frequency and intensity. Patient is concerned about possible lead displacement. Further clarification was received that the patient reported that she was assaulted during summer of 2016 and feels that the device has been dislodged since then. The patient reported having increased frequency and intensity of seizures (almost daily). The relationship of the seizures to pre-vns baseline was unknown. Per the surgeon, imaging did not show kink or fracture in the lead. The images did show suspicion of displacement as the leads were superficial but the images were not compared to previous imaging. The device was interrogated and impedance was documented to be within normal limits. Patient was referred for exploratory surgery but no known surgical interventions have occurred to date.

Event description:
Patient underwent full revision surgery. The explanted devices have not been received to date.